Event description:
It was reported that the programmer would boot up to an error screen. When it was power cycled, the programmer would not power back on. The programmer was given to a clinical specialist (cs) to turn in for repair, however, before the return, the cs ran the service disk and the programmer was working fine. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).